Event description:
It was reported a patient has expired while in use with the device. There is no additional information provided.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal was missing, a broken battery compartment, scratch lens, the downstream occlusion seal was observed to be coming off, and liquid residue observed on the dso sensor. A review of the event history log was unattainable. Three accuracy tests were performed for functional testing. Upon review, the accuracy test passed. The reported problem couldn't be duplicated as no specific return reason was mentioned. But it was found that the device is physically damaged (battery compartment), and dso sensor was not working. The most probable cause is the dso sensor. The dso sensor was replaced to address the issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.